Event description:
This lead was explanted and replaced due to dislodgement. The physician was going to reposition the lead but the helix would not extend/retract and there was tissue in the lead. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.